Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. Customer further reported that on an unspecified date she had contact with a healthcare provider and was prescribed an unspecified ointment. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the reported sensor serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs for all libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. Customer further reported that on an unspecified date she had contact with a healthcare provider and was prescribed an unspecified ointment. No further treatment was reported. There was no report of death or permanent injury associated with this event.